Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 5 and 24 hours. Patient noted pain in both arms, stomach and back. Patient also vomited multiple times. Emergency services were called and the patient was admitted to (B)(6) hospital, lübeck. The pod was removed from the infusion site (arm) at the hospital, the pod's cannula was found bent. X-rays were taken and the patient received morphine for the pain in the arms, insulin delivery via injections and fluids. Patient was released after 10 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.